Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there were treated and untreated episodes stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was noted that the patient also has a cardiac resynchronization therapy pacemaker (crt-p) implanted. The noise was reproducible with isometrics when patient pushed up from chair. The patient had untreated episodes prior to and following the shocks for t-wave oversensing. The sensing vector has been reprogrammed twice due to oversensing. Boston scientific technical services (ts) reviewed the data and discussed the low amplitude r-wave measurements resulting in double and triple counting and suggested possible programming options. However, ts noted that revising the system would be better and that transvenous implantable cardioverter defibrillator (ICD) may be an even better option for the patient. While reviewing the data, ts also observed possible premature battery depletion signals. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. Due to this the crt-p was reprogrammed to lv only pacing with subthreshold rv, and lv, in an attempt to reduce possible oversensing of the bv pacing. One week later the patient presented with the s-ICD emitting tones. A code appeared upon interrogation which indicated battery depletion. Subsequently the clinic noted the patient would be scheduled for a revision procedure in the future. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. This report is being filed to update the impact codes, as two codes were inadvertently left off the last report. Analysis is still on-going and the report will be updated again upon analysis completion. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were treated and untreated episodes stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was noted that the patient also has a cardiac resynchronization therapy pacemaker (crt-p) implanted. The noise was reproducible with isometrics when patient pushed up from chair. The patient had untreated episodes prior to and following the shocks for t-wave oversensing. The sensing vector has been reprogrammed twice due to oversensing. Boston scientific technical services (ts) reviewed the data and discussed the low amplitude r-wave measurements resulting in double and triple counting and suggested possible programming options. However, ts noted that revising the system would be better and that transvenous implantable cardioverter defibrillator (ICD) may be an even better option for the patient. While reviewing the data, ts also observed possible premature battery depletion signals. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. Due to this the crt-p was reprogrammed to lv only pacing with subthreshold rv, and lv, in an attempt to reduce possible oversensing of the bv pacing. One week later the patient presented with the s-ICD emitting tones. A code appeared upon interrogation which indicated battery depletion. Subsequently the clinic noted the patient would be scheduled for a revision procedure in the future. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and returned for analysis. The patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) system

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that there were treated and untreated episodes stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was noted that the patient also has a cardiac resynchronization therapy pacemaker (crt-p) implanted. The noise was reproducible with isometrics when patient pushed up from chair. The patient had untreated episodes prior to and following the shocks for t-wave oversensing. The sensing vector has been reprogrammed twice due to oversensing. Boston scientific technical services (ts) reviewed the data and discussed the low amplitude r-wave measurements resulting in double and triple counting and suggested possible programming options. However, ts noted that revising the system would be better and that transvenous implantable cardioverter defibrillator (ICD) may be an even better option for the patient. While reviewing the data, ts also observed possible premature battery depletion signals. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. Due to this the crt-p was reprogrammed to lv only pacing with subthreshold rv, and lv, in an attempt to reduce possible oversensing of the bv pacing. One week later the patient presented with the s-ICD emitting tones. A code appeared upon interrogation which indicated battery depletion. Subsequently the clinic noted the patient would be scheduled for a revision procedure in the future. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and returned for analysis. The patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) system.

Event description:
It was reported that there were treated and untreated episodes stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. It was noted that the patient also has a cardiac resynchronization therapy pacemaker (crt-p) implanted. The noise was reproducible with isometrics when patient pushed up from chair. The patient had untreated episodes prior to and following the shocks for t-wave oversensing. The sensing vector has been reprogrammed twice due to oversensing. Boston scientific technical services (ts) reviewed the data and discussed the low amplitude r-wave measurements resulting in double and triple counting and suggested possible programming options. However, ts noted that revising the system would be better and that transvenous implantable cardioverter defibrillator (ICD) may be an even better option for the patient. While reviewing the data, ts also observed possible premature battery depletion signals. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. Due to this the crt-p was reprogrammed to lv only pacing with subthreshold rv, and lv, in an attempt to reduce possible oversensing of the bv pacing. One week later the patient presented with the s-ICD emitting tones. A code appeared upon interrogation which indicated battery depletion. Subsequently the clinic noted the patient would be scheduled for a revision procedure in the future. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and returned for analysis. The patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) system.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. This report is being filed to update the impact codes, as two codes were inadvertently left off the last report. Analysis is still on-going and the report will be updated again upon analysis completion.